Event description:
Initial report was that the patient was seen in clinic and high impedance was observed. The patient was referred to a surgeon and the patient's mother noted that the patient was hit in the neck. Clinic notes indicated that the patient complains of "vns "shocking"" occasionally. The clinic notes indicate that the output current is low "likely due to lead fracture" and that the patient collided at a party and hit her neck. The patient's mother requested both lead and generator replacement since the patient is going under anesthesia. The clinic notes indicate that the device is at neos - no "but not working properly, likely fractured lead: reading high lead impedance and low current output." Further information was received from the patient's nurse practitioner's office. The vns "shocking" was stated to be occuring at the generator site. The medical professional's assessment of the cause of the vns "shocking" is the high lead impedance and low output current. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
The patient¿s generator and lead were replaced. The explanting facility historically does not return devices. Therefore the device has not been received to date. No further information has been received.